Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged the battery compartment was cracked with moisture in it with a battery life issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak and a bolus button leak. The pump was unable to power up and was completely unresponsive due moisture corrosion in the battery canister. The reported ¿short battery life¿ complaint was unable to be adequately investigated due to the power issue. The pump cover was removed, to find no further moisture corrosion or any intermittent conditions to the printed circuit board.